Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred the target lesion was located in a coronary vessel. A 2.25 x 28mm synergy ii drug- eluting stent was advanced to treat the lesion. However, it was noted that the distal side of the stent struts got lifted. The procedure was completed with a non-bsc device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and stretched distally over distal tip. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.no other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred the target lesion was located in a coronary vessel. A 2.25 x 28mm synergy ii drug- eluting stent was advanced to treat the lesion. However, it was noted that the distal side of the stent struts got lifted. The procedure was completed with a non-bsc device. There were no patient complications reported.